Event description:
A report was received that the patient's ipg had shifted toward the spine and was causing pain. The patient also complained that the "wires were coming out". The physician has recommended a pocket revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) model description: linear st lead with preloaded enhanced stylet - 50 cm.

Event description:
A report was received that the patient's ipg had shifted toward the spine and was causing pain. The patient also complained that the "wires were coming out." The physician has recommended a pocket revision.

Manufacturer narrative:
Additional information received indicated that the patient will not have a pocket revision. The physician reported that there were no wires coming out of the patient. The patient was successfully reprogrammed and is receiving adequate stimulation.